Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000216, serial/lot #: (B)(6) rev. 3; product ID: bi71000216, serial/lot #: (B)(6) rev.3; product ID: bi71000217, serial/lot #: (B)(6) rev. 3; product ID: bi71000217, serial/lot #: (B)(6) rev. 3; product ID: bi71000529 product ID: bi71000194. A medtronic representative went to the site to test the equipment. The pendant, led boards, and the handswitch was replaced. The system then passed testing. Codes b01, c07, and d02 are applicable to this analysis. The detector led (bi71000216, lot number: 041814331 rev. 3) was returned to the manufacturer for analysis. The leds illuminated but were dimmer than normal, not brightly lit. There was a faulty board assembly. Codes b01, c02, and d02 are applicable to this analysis. The source led board (bi71000217, lot number : 051818563 rev. 3) was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The detector led (bi71000216, lot number: 051818623 rev.3) was returned to the manufacturer for analysis. The leds illuminated but were dimmer than normal, not brightly lit. There was a faulty board assembly. Codes b01, c02, and d02 are applicable to this analysis. The source led board (bi71000217, lot number : 051818517 rev. 3) was returned to the manufacturer for analysis. The leds illuminated but were dimmer than normal, not brightly lit. There was a faulty board assembly. Codes b01, c02, and d02 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the anterior posterior (ap) images looked fine but the lateral images were appearing grainy. There was no patient involvement.

Manufacturer narrative:
H3: hardware analysis was completed on the returned cable and pendant. The handswitch had exposed wires on the handswitch cable and when installed on a test system the system functioned as expected. Visual inspection show outer cable jacket is frayed, exposing internal wires. All internal wire insulation is intact. No conductive surfaces are exposed. The pendant passed visual inspection and when installed in a test system, the system passed system checkout and performed as intended. The cable was stretched and stressed, but all imaging and pendant keys functioned. H6: b01, c19 and d14 apply to the concomitant product kit svc o2 bi71000529 pendant o2, lot # 35517 0009 rev. 1. B01, c02 and d02 apply to the concomitant product kit svc o2 bi71000194 switch xray hand, lot # 412046 rev. E. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.